Event description:
Add'l info received from MFR 7/27/2004: the device has not been returned to b. Braun for evaluation. B. Braun made several attempts to obtain the device including sending a return sample mailer with pre-paid usps postage to the reporter. The reporter has since indicated that the actual device is not available for evaluation. Although the actual device is not available for evaluation, samples of product currently being manufactured were pulled and tested by attaching them to an IV set and running the set on a b. Braun horizon nxt pump at various flow rates. A very mild whistling was barely audible at flow rates over 250 ml/hr as the solution passed across the silastic disk in the valve. A historical review, dating back to january 2000, indicated a total of 4 complaints of this nature for this item. There were 2,051,600 units released to the market in the same time frame indicating a complaint rate of 0.00019%. Since the complaint rate is very low and there is no pt safety concern, no further action is planned at this time. MFR will continue to monitor this product for similar incidents. If the complaint rate was to increase, additional action will be considered. In conclusion, although a very mild, barely audible whistling can occur at flow rates over 250ml/hr, there is no associated risk of an adverse event.

Event description:
Pt complains of whistling when using this device and refuses to use as it keeps pt awake at night. Per caregiver, 90-100% of valves tried will whistle once pump reaches max rate of 133 ml/hr. This is the second unique pt report of this issue.